Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 2: reference MFR: 3006705815-2019-00756. It was reported that the patient's lead was confirmed via x-ray to have migrated. As a result, surgical intervention was taken to reposition the lead on (B)(6) 2019.